Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure to control gastrointestinal bleeding performed on (B)(6) 2025. During the procedure, at the time of performing the clip test, the device was inserted through the working channel. The release mechanism was activated, but the clip did not deploy. The device was then withdrawn and discarded. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.